Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was unable to be positioned as the lead was too large for the patient¿s poor anatomy. The lead was not stable and did not have good thresholds. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4)